Manufacturer narrative:
A1: patient identifier: requested, not provided a2: date of birth: requested, not provided a4: weight: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: technolgist h4: device manufacture date: risk manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report # mw5176002. The medwatch event description stated that: "while inserting right internal jugular catheter, sheath broke requiring retrieval."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 12nov2025, the sample was not returned for assessment. If the sample is made available in the future, the complaint record will be reopened and updated. The complaint cannot be confirmed for a sheath breakage because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).